Event description:
A lay user who was part of a company's emergency response team, was not able to achieve analysis when using a defibrillator to treat a sudden cardiac arrest victim, because the user was not familiar with the preconnected pads cartridge design. The user applied a spare set of pads to the victim, and tried for a few minutes to connect the pads on the patient to the defibrillator, and turned the defibrillator on and off a few times. Ems arrived approximately 6 minutes later but did not administer a shock. The victim did not survive. The user was recently trained using another defibrillator model. English was not the user's first language.

Manufacturer narrative:
A review of the device's internal memory showed the device was turned on and off several times over the course of approximately 7 mnutes. At no time did the user access the pads cartridge that was already installed in the device. There are no device self-test errors logged in the device's internal memory, and the device passed its self-testing performed after the event at the manufacturer. This event is being filed since it cannot conclusively be determined if the delay in treatment impacted outcome. Furthermore, if the event recurred, the impact on patient outcome cannot be defined. Note: submission of this report does not, in itself, represent a conclusion by the manfacturer that the content of this report is complete and accurate, that the device (s) listed failed in any manner and/or that the device (s) caused or contributed to the alleged death or deterioration in the state of health of any person.